Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the ra lead had high impedance.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was noted that the right ventricular (rv) lead exhibited high thresholds, no capture, and high impedance. A fracture was confirmed. During the replacement procedure, the right atrial (ra) lead observed infinite impedance measurements and experienced sensing issues. The rv lead was removed replaced and the ra lead was capped and replaced. No further patient complications have been reported as a result of this event.